Event description:
It was reported that the user experienced hyperglycemia with blood glucose around 450 mg/dl after an ocrevus infusion for multiple sclerosis, with the ilet in use; the user had changed pump supplies earlier due to running out of insulin and later announced a meal, but glucose remained high, and the mother elected to change the infusion site and tubing after being advised on options and insulin dosing considerations. Symptoms included hyperglycemia without reported complications. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and troubleshooting and education on site and tubing replacement and handling of manual insulin dosing. Investigation of this case revealed no device problem found, with no specific device component implicated and a medical device problem characterized as lack of effect. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.